Event description:
It was reported, that the battery of this implantable device was suspected to be depleting prematurely. Technical services (ts) was contacted. And ts made programming recommendations. And advised seeing how the programming changes impact the longevity. No adverse patient effects were reported.